Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) with absent vital signs, the device would not analyze the heart rhythm when the analyze button was pressed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod, and this complaint is still under investigation.